Event description:
It was reported that the insertable cardiac monitor (icm) was explanted due to elective replacement as the icm was eroding through the skin. No additional adverse patient effects were reported. The icm will not be returned.